Manufacturer narrative:
The exact dates of previous driveline tapings could not be provided by the customer; therefore, the event date has been estimated. Manufacturer's investigation conclusion: a specific cause for the reported damage to the external portion of the patient¿s driveline could not conclusively be determined through this evaluation as no photos were submitted and the product was not returned for evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The relevant sections of the device history records for (B)(4) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 19feb2015. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is available. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The current heartmate ii lvas patient handbook contains care information regarding on how to care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there had been an extensive amount of rescue tape applied to the patient's driveline over time.